Event description:
It was reported that a leak was found between the connection of the supply bag and the cassette supply line. The event occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical services representative assisted the patient in ending therapy. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.